Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch # l5581j . The ec60a device was received for analysis with no visual non-conformances and with an ecr60b cartridge loaded on the device. The cartridge reload was received partially fired (B)(4). It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the knife was noted nicked. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during an unknown procedure, a new device was removed from the sterile packaging and inserted into abdomen through trocar fired successfully. The device was removed and empty blue reload cartridge removed and a new sterile blue reload inserted. The device was inserted into the abdomen through trocar and fired successfully. The device was removed and empty reload removed. A new sterile blue reload inserted and the device inserted into abdomen. The device fired successfully and removed from abdomen and empty reload removed. New blue reload inserted and the device inserted into abdomen. At this point, the device would not fire when trigger was pressed. The device was removed from abdomen. Additional attempts to fire the device were unsuccessful; the device no longer was firing. Another like device was used to complete the procedure. There were no adverse consequences for the patient. The procedure was delayed by minutes.